Manufacturer narrative:
The device was received for evaluation. During functional testing the number 0 key was found to operate intermittently. The cause was identified to be the keypad which requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the number 0 key was found to function intermittently. No additional information is available.